Manufacturer narrative:
To date, information suggests that this medical device remains actively implanted. The investigation is considered closed at this time. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did deliver inappropriate anti-tachycardia pacing (atp) and seven shocks, exhausting therapy. The boston scientific technical services consultant confirmed with the health care personnel that there was no evidence that therapy was delayed as a result of detection enhancement programming. The patient was to have an supraventricular tachycardia (svt) ablation the very next day. The technical services consultant instructed the medical personnel in programming change to mitigate the issue and ensure sudden rate detection was on.